Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate therapies across different vector configurations due to recurrent oversensing of myopotentials and t-waves. The s-ICD system was ultimately explanted and replaced due to physician discretion with a transvenous ICD system. This implantable electrode was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The product was returned intact (not severed). Visual inspection revealed one bubble in the notch area next to the sense b electrode, but no fissures. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, electrode body, and electrode tip found no anomalies. X-rays showed no anomalies either. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate therapies across different vector configurations due to recurrent oversensing of myopotentials and t-waves. The s-ICD system was ultimately explanted and replaced due to physician discretion with a transvenous ICD system. This implantable electrode is expected to be returned for analysis and no additional adverse patient effects were reported.